Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During preparation, the sheath was flushed with no issue. The sheath was utilized with a versacross connect transseptal device for faradrive. The physician inserted the system over the versacross wire to the fossa ovalis. The transseptal puncture was completed with no complications. The sheath was advanced into the left atrium with no issue and aspirated successfully. The sheath was then hooked up to a transduced pressure line and flushed forward without issue. A mapping catheter was inserted and aspirated successfully. A left atrium map was created with the mapping catheter, and the mapping catheter was removed. A farawave pfa catheter was inserted into the faradrive sheath, and blood was pulled back to aspirate. The sheath was noted to be pulling significant amounts of air while aspirating the sheath. Air bubbles were seen in the aspiration syringe with the farawave catheter positioned just past the handle of the sheath. The farawave catheter was removed and reinserted, however, the same results were seen. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During preparation, the sheath was flushed with no issue. The sheath was utilized with a versacross connect transseptal device for faradrive. The physician inserted the system over the versacross wire to the fossa ovalis. The transseptal puncture was completed with no complications. The sheath was advanced into the left atrium with no issue and aspirated successfully. The sheath was then hooked up to a transduced pressure line and flushed forward without issue. A mapping catheter was inserted and aspirated successfully. A left atrium map was created with the mapping catheter, and the mapping catheter was removed. A farawave pfa catheter was inserted into the faradrive sheath, and blood was pulled back to aspirate. The sheath was noted to be pulling significant amounts of air while aspirating the sheath. Air bubbles were seen in the aspiration syringe with the farawave catheter positioned just past the handle of the sheath. The farawave catheter was removed and reinserted, however, the same results were seen. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.